Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he put on a new sensor and got a calibration error with a reading of 52. Customer stated that the pump was giving him a reading of 124 but he was 370 mg/dl. Customer stated that his blood glucose started at 376 mg/dl and went to 400 mg/dl. His blood glucose is now at 366 mg/dl. Customer took 3.24 units of active insulin. Customer said the infusion set was blocked the last two times that he tried to bolus. Customer stated there was blood in the infusion line 2 inches from the set. Customer stated that it was not in the current set. It was determined that the customer was not adhering to proper protocol. Customer will monitor the situation. Customer reset everything and took another bolus. Customer declined troubleshooting for high blood glucose because he changed the infusion set and his blood glucose is coming down. Customer was not wearing the sensor and was advised not to overcalibrate.